Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological surgical procedure to treat pop and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
Date sent to the FDA: 5/16/2015. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent hysterectomy, right salpingectomy and perineorrhaphy due to sui and pop. It was reported that following insertion the patient experienced urinary/bowel problems, fistulae, dyspareunia and vaginal scarring (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 for pop/sui and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.